Event description:
The complainant reported that the clinician attempted to place the implant in a pt on (B)(6) 2012, but the implant driver was difficult to remove from the implant.

Manufacturer narrative:
The implant driver was not returned for evaluation. It is likely the intended friction fit between the driver and implant, in combination with an excessive axial pressure applied by the clinician, resulted in a high retention force making driver removal difficult. Lot number is unk; therefore, the device manufacture date is unk. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4).